Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: ID chip had no data, leaking from the biopsy channel, forceps passage channel was torn and leaking, noise in the image, bending section failed electrical continuity, tear on the charged coupled device shrink tube, control body fluid invasion, dried after aeration, scope connector fluid invasion, dried and corrosion found after aeration, and low angulation. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope image wouldn't show on the screen, it was on then went off and wouldn't come back on. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed no image issue could not be determined, however, the issue was likely due to a device leak and water entering the device, resulting in an electronic component malfunction and an error message temporarily displayed. The event may be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscopic image¿ ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.